Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-18061. It was reported that both leads had migrated. X-rays revealed that one lead migrated one level and the other had come out of the epidural space. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored.